Manufacturer narrative:
Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated the device had 1-3 years remaining until elective replacement indicator (eri). Approximately three months later another remote monitoring transmission indicated the device had reached eri only a few weeks earlier. It was noted that there were increased outputs due to increased thresholds. The device was explanted and replaced,and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.